Manufacturer narrative:
It was alleged that this was an fl14e1 bed used with a roho (non-stryker) mattress. The user facility was unable to provide any of the requested details regarding the alleged event such as position of the bed, evaluation details, mattress specifications, as well as serial number. The user facility did not take formal notes or records of the event and did not capture any additional product details beyond what was originally provided. The product was put back into service and there is no traceability. The roho mattress alleged to have been used is not a stryker mattress and may not have been appropriate for use with the bed. If the mattress was not the appropriate size for the bed it may have allowed for space between the edge of the mattress and the siderail. It was identified that the use of the non-stryker mattress may have caused or contributed to the alleged event, however, it could not be confirmed. Device could not be identified.

Event description:
It was reported that a patient had recently returned from hospital for comfort care and end stage chf when she was found deceased. It was reported that her body was partially off the bed with her neck compressed against the bedrail. However, no component level defects were alleged with the unit.

Event description:
It was reported that a patient had recently returned from hospital for comfort care and end stage chf when she was found deceased. It was reported that her body was partially off the bed with her neck compressed against the bedrail. However, no component level defects were alleged with the unit.